Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f705 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot f705 for the reported issue shows no trends. Trends were reviewed for complaint categories, centrifuge bowl leak/break and leak centrifuge alarm. No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete.

Event description:
Customer called to report a centrifuge bowl leak/break during the treatment procedure. Customer stated the leak appeared to be coming from the top of the centrifuge bowl, underneath the flexible centrifuge bowl head. The customer stated the leak occurred when approximately 125 ml of whole blood had been processed. The customer aborted the treatment and did not return any blood to the patient. Customer stated the patient is stable. The customer will not be returning product for investigation.